Manufacturer narrative:
H10: internal complaint reference: case(B)(4). H3, h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of "short circuit detected" error message was confirmed on port a. Cause of error is shorted electronic components on the main digital pcb. Burnt smell was caused by burnt resistor r105. Product passed functional testing with a known good main pcb installed. The complaint was confirmed and the root cause has been determined to be a defective electronic component. Factors which can contribute to component failure are a shorted out mdu or plugging in a wet mdu connector into a port. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the dll controller had a short circuit error. It got hot and there was a smell. No case reported; therefore, there was no patient involvement.